Event description:
It was reported that during the benign prostatic hyperplasia (bph) procedure, the fiber was used at 232,403 and 30min when the ¿light beam sorted out by the front of the fiber.¿ the fiber tip was reported to have been cleaned through the procedure. A second fiber was utilized to complete the case. No patient complication were reported.

Manufacturer narrative:
Analysis of the returned device, revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing, the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.